Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was initially performed on the user's data available in data management system (dms). Although the system displayed noise in the sensor readings, sensor diagnostic data did no reveal any anomaly with sensor performance. A transmitter reset was suggested for troubleshooting. The reset did not resolve the noise in the sensor readings and so the RMA for sensor was authorized for further investigation as the cause for the noise in the sensor readings could not be determined. The returned sensor was investigated in-house which did not reveal any malfunction. It could be due to the difference in environment between the in-vitro and in-vivo, the RMA investigation did not display any malfunction. No further investigation was possible for this complaint. As part of resolution, the customer got a new sensor.

Event description:
Senseonics was made aware of a false hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2021 at around 10:00 am. The reported blood glucose (bg) value was 8.9 mmol/l and sensor glucose (sg) value was 22.2 mmol/l. User received high glucose alerts even though user had no symptoms at the time of incident. User did not require any medical attention.